Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer can't press the down and esc. The customer stated that he was going to take a shower, put a towel down and doesn't remember even turning on shower. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was not hospitalized but was not so severe. Customer blood glucose was 30 mg/dl. The customer was treated with some juice.

Manufacturer narrative:
The pump was received with intermittent button response due to a flattened express down arrow and esc button dome switch. No unlocked lcd keypad connector noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with a cracked case at the display window corners, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.